Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose over 600 mg/dl. The doctor requested to have someone to check out the insulin pump at the hospital. The doctor declined to troubleshoot and stated that the customer will call when she feels better. Then the customer called and stated that they are not sure the cause of her admission and will keep her for twenty four hours. Troubleshooting was performed. The time, date, and settings were correct. Reviewed the alarm history and found several no delivery alarms. The customer did feel weak and testing could not continue. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.